Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the surgeon noticed the haptic was broken after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the iol. Additional info has been requested.